Manufacturer narrative:
The device was evaluated by a field service technician and the root cause was found to be a powercord that had been worn over time. The cord was replaced.

Event description:
It was reported that during a case the rover was unplugged it sparked. There was another unit in the room so there was no delay in the case.